Manufacturer narrative:
(B)(4).

Event description:
This additional information received on 04/12/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2011 via the common femoral vein due to pe. Plaintiff is alleging device is unable to be retrieved without further details.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a gunther tulip filter. Expiration date: unknown as lot# is unknown. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011." Patient outcome. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.